Manufacturer narrative:
.

Event description:
It was reported that pt's entire system was explanted due to pt symptoms of vertigo, urticaria, swelling the size of a "football" and itching along the laminectomy incision and spine. The device pocket also presented with swelling. Aspirations were negative for fluid. All symptoms subsided after the system was explanted. The pt recovered without sequela.